Event description:
The customer reported that the system was having trouble saving/retrieving images.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep saved the system configuration files. He flashed the arcnet nodes and formatted the hard disk drive using "hard disk" drive format then reloaded the system software. The rep saved the system configuration files back to system. The system operates at this time.